Manufacturer narrative:
(B)(4). Report source: foreign country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the location of the device is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient experienced increasing feeling of instability under mobilization. Subsequently, the patient was revised on unknown date due to instability and dislocation of the nail. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: a2; b3; b5; d4; d6; d10; g4; h4; d10: 47248403050 62321950 5.0 mm diameter cortical screw, 47248403550 62330386 5.0 mm diameter cortical screw, 47248403550 62340928 5.0 mm diameter cortical screw, 47248403050 62321950 5.0 mm diameter cortical screw, 47248405250 62214118 5.0 mm diameter cortical screw, 47248403550 62321879 5.0 mm diameter cortical screw. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-03070 0001822565 - 2021 - 03542, 0001822565 - 2021 - 03543, 0001822565 - 2021 - 03544, 0001822565 - 2021 - 03546, 0001822565 - 2021 - 03547.

Event description:
It was reported patient was revised approximately 10 days post implantation due to instability under mobilization ending in a secondary dislocation of the nail.attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Medical records were provided and reviewed by a health care professional. Review of the available records identified initial surgery noted poor bone quality additional cross-locking proximally. Revision surgery due to nail, plate must be attached obliquely, dorsolateral fragment remains. The device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.